Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. Customer's blood glucose level was not reported. Insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the preparing to prime loop. The customer dropped the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind and displacement tests. No compromised force sensor system alarms were noted. However, the pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The pump was received with a cracked reservoir tube, broken battery tube threads and minor scratches on the lcd window. The pump was received with a corroded battery tube.